Manufacturer narrative:
Based on the evaluation of the equipment and subsequent cross-tests, it was determined that the system processor pca board is inoperative/defective. A request has been made for a replacement part under warranty. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. The device disposition remains unknown as there were no response in attempts to obtain information.

Event description:
Philips received a complaint on the defibrillator indicating that ¿it does not switch on, and only the alarm is switched off with the display switched off¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting institution name: (B)(6). A follow up report will be submitted upon completion of the investigation.